Event description:
It was reported the patient experienced ineffective and unintended stimulation. Reprogramming was tried to no avail. X-rays were requested as a next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.